Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The generator and a portion of the lead were returned for analysis on (B)(4) 2013. Analysis of the generator was completed on (B)(4) 2013. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead portion was completed on (B)(4) 2013. Note that the lead assembly (body) including the section of the connector boot containing the model and serial number tag and the electrode section was not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
On (B)(4) 2013, it was reported that the patient's vns device was explanted due to an infection. The patient was implanted on (B)(6) 2013 and the generator and lead were explanted on (B)(6) 2013 due to an infection at the generator site. The infection is suspected to be due to the surgery and presence of device. Cultures were taken and staph was found. The lead was cut during explant, so that the electrodes were left on the nerve. Follow up with the physician found that the physician does not suspect manipulation or trauma to be a contributing or causal factor to the infection. Additional information was received that the patient experienced a (B)(6) infection approximately six weeks post-implant. The physician first described the clinical symptoms associated with this patient. The patient has a long history of successful vns therapy use. The patient presented with bubbles over the generator site in the chest and in the neck. After successful treatment of the infection, including a full system removal (generator and lead), the pus in these areas was verified to be sterile, that is it had no infective agents. The hospital is a new facility (~1 year old) and the neurosurgeon regularly administers a three day prophylactic round of antibiotics prior to surgery. Hence, based on this, the physicians did not believe that the infection resulted from anything in the facility, but could not rule that out. Likewise, there was no evidence of patient manipulation as a cause of the event. It was stated that the patient was likely not a (B)(6) carrier given the past success, but it could not be ruled out and testing would be considered. The patient is being evaluated for re-implant. No replacement surgery has occurred to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The sterilization date for this generator was (B)(4) 2013, which was prior to distribution (release) of the generator on (B)(4) 2013. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The sterilization date for this lead was (B)(4) 2003, which was prior to distribution (release) of the lead on (B)(4) 2003.